Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the ophthalmic artery using penumbra coil 400 (pc400) coils. During the procedure, the physician successfully deployed a pc400 coil into the aneurysm. After several unsuccessful attempts to detach the pc400 coil using a penumbra coil 400 detachment handle, the physician attempted to manually detach the pc400 coil; however, the attempt was unsuccessful. The pc400 coil was removed from the patient and the procedure successfully continued using additional pc400 coils and the same detachment handle. There was no report of an adverse effect on the patient.